Event description:
During the procedure, it was reported that the physician was not able to detach the implant coil with the instant detacher. The physician decided to retrieve the coil, and it detached upon retrieval. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The tack weld on the pusher assembly was found broken with the release wire pulled back. The implant likely detached when the release wire was retracted. (B)(4).